Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that part of the cannula broke off during surgery. The broken piece was unable to be located. However, x-rays were negative for retained foreign body. No harm to patient.

Manufacturer narrative:
It was confirmed the device is not available for evaluation in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip breaking probable root cause: application excessive force poor visualization through arthroscope the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that part of the cannula broke off during surgery. The broken piece was unable to be located. However, x-rays were negative for retained foreign body. No harm to patient.